Manufacturer narrative:
Notes from biolife cdm while discussing the occurrence with the nurse: adult male in the ICU with a PICC line who had many medical issues, including anasarca (severe edema) which is swelling of the skin due to effusion of fluid in the extracellular space and therefore weeping from all over his body including around the PICC site. The dressing at the site had been changed multiple times prior to statseal application due to wetness and oozing. Surgicel had been placed deep into the wound around the site, which stopped the bleeding, and was subsequently removed by the surgeon. He had some difficulty but was able to remove it. No subsequent oozing was reported. Someone on the ivt/ PICC had a package of statseal powder and applied it to the wound to control the bleeding around the removal area of surgicel. After statseal powder was used, the wet dressing remained on the patient for 5 days at which time the issue was discovered. Only statseal disc up until this time had only been used in the ir. No one in the ICU was familiar with statseal powder . Aside from a couple of the PICC nurses having experience at their previous jobs, no one had any education of statseal powder at the hospital. Biolife's clinician had a conversation on 11/12/19 with the nurse from the hospital and she stated to biolife's clinician that an internal root cause analysis is being completed by the hospital and the outside governing risk group for the hospital will be reviewing the results. The nurse mentioned that she feels that staseal did not cause the patient issues but rather because the staff had no education on how to use statseal. The patient is now deceased, unrelated to statseal. Biolife gave a set of questions in writing to the nurse to try to get more details about the incident and the nurse forward to the risk control team.

Event description:
During an in-service of the PICC team at a hospital performed on (B)(6) 2019 by biolife clinical development manager (cdm). It was found that and adult male in the ICU with a PICC line who had many medical issues, including anasarca (severe edema) and therefore; weeping from all over his body including around the PICC site developed redness and an ulcer around the site where statseal powder has been administered.